Event description:
Pt on dialysis and had possible air embolus due to compromised diaphram on tego infusion cap. The nurse working with the dialysis pt retrieved the tego connector and determined that the pt was getting air in his dialysis line from disruption in the silicone membrane of the tego connector. IV infusion specialist was contacted to review the issue with the connector. Dialysis nurse and IV infusion specialist noted new alcohol infused caps -effect IV cap- used on tego disrupted the silicone membrane after placing, replacing 9 times. The tego rep was contacted and the tego membrane issue was discussed. The tego membrane has been disrupted according the company if a provider introduces a syringe into the tego connector and enough torque is applied to the syringe. Diagnosis or reason for use: high infusion cap for dialysis, prevent infection, antimicrobial cap. Event abated after use: yes. Event reappeared after reintroduction: yes.